Event description:
It was reported to philips that when a patient was being paced with a smur defibrillator and they wanted to continue defibrillation, the device would not work. The patient was not harmed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported to philips that when a patient was being paced with a mobile emergency nurse team's defibrillator and they wanted to continue defibrillation, the device would not work. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Update: additional information received from the customer confirmed that the users had started stimulation monitoring with a different device (non-philips) and had then placed the patient on the heartstart xl+. The issue that was experienced was the result of user error and was determined to be caused by either an error in the placement of the electrodes or a failure to activate the stimulation measurement option. There were no other faults indicated and the device passed all performance testing.

Event description:
It was reported to philips that when a cardiac patient was being paced with a mobile emergency nurse team's defibrillator and they wanted to continue defibrillation, the device would not work. Staff was using philips external electrodes that were not expired. The device was reported to be in use on a patient, causing a delay in life saving therapy while another unit was gathered and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. There are no patient event files available for review. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. It was noted that "users don't think it affected the patient's condition as he was fine in the end, but it could have. The biomedical technician thinks that the caregivers had difficulty switching from a defibrillator of another brand to the philips one in the situation with the patient (user defect suspected by the customer). Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. It was noted that "users don't think it affected the patient's condition as he was fine in the end, but it could have. The biomedical technician thinks that the caregivers had difficulty switching from a defibrillator of another brand to the philips one in the situation with the patient (user defect suspected by the customer). Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that when a cardiac patient was being paced with a mobile emergency nurse team's defibrillator and they wanted to continue defibrillation, the device would not work. Staff was using philips external electrodes that were not expired. The device was reported to be in use on a patient, causing a delay in life saving therapy while another unit was gathered and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. There are no patient event files available for review.